Event description:
Pt had severely tortuous iliac arteries and highly calcified vessels. Unable to cross highly calcified multiple lesions with a 5.0 mm balloon, so the physician resorted to a 4.0 submarine (which crossed over our .018 wire.) Physician decided to go ahead and place a 6 x 150 mm protege everflex stent in an effort to cover the multiple lesions as well as moderate diffuse disease with one stent. Physician got the stent down to the proximal popliteal but had a lot of resistance trying to un-sheath the stent. The first 1.5 cm deployed, while continuing to retract the sheath, physician felt something "snap". The stent tore apart after the first 1.5 cm. Physician was able to remove the entire catheter including the majority of the (still sheathed) stent over the wire. Other stents were deployed after dilating further with a 5.0 x 100 mm balloon. The stent fragment was enclosed by a viabahn and postdilated. Nice result.